Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as "low"; however, a specific value was not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. At the time of the reported event, customer had not yet done anything to address the low bg. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.